Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 4 of 2024 for the sapien xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. This event was identified to have occurred more than 1 year post-index procedure. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. The device identification (di) number for a 26mm edwards sapien 3 ultra resilia transcatheter heart valve is (B)(4). Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. It is possible that the reported event is an anticipated risk of the transcatheter heart valve procedure, however given the limited information available further assessment of this adverse event is not possible at this time. Valve related readmissions may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early or late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, readmission occurred 405 days post-implant with no indication of intervention. It is unknown if the event was related to the edward's devices or patient co-morbidities. No additional information was provided, and no additional investigation is possible. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The limited information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
This complaint was opened from thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 4 2024 for the sapien 3 ultra and sapien 3 ultra resilia valve. Multiple events were identified to have occurred more than 1 year post procedure. This complaint is opened for the reported 'readmission (valve related) serious injury' event resulting in hospitalization 405 days post implant of a 26mm sapien 3 ultra resilia valve for a 75-year-old male.